Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging the ipg. As a result, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient¿s ipg was explanted and replaced. Postoperatively, effective therapy was restored.